Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had no drips coming out during the tubing fill. The customer changed the infusion set and still did not see drips. The customer also lost in the insulin pump. The blood glucose reading was 250 mg/dl.